Event description:
It was reported that during a total hip procedure, the cement was being put in the femoral canal, and the cement gun "misfired." No more cement could be pushed out to go into the femoral canal. When the surgeon attempted to put in the implant, the cement had already hardened. The surgeon tried to ream out the hardened cement with a bur, but the bur reportedly skid across the cement and punctured a hole in the femur. The surgeon decided to leave the hardened cement in situ and use a smaller implant. No intervention was required for the puncture in the femur. According to the attending nurse, the implant was successfully completed and there were no further complications due to this event.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.